Event description:
It was reported that the shock impedance had been steadily increasing and reached 140 ohms. Technical services recommended performing a commanded shock to evaluate system integrity. At this time, this right ventricular lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that the shock impedance had been steadily increasing and reached 140 ohms. Technical services recommended performing a commanded shock to evaluate system integrity. At this time, this right ventricular lead remains in service and no adverse patient effects were reported. Additional information received indicated that this lead was surgically abandoned, and a new lead was successfully implanted. No additional patient adverse effects were reported. Additional information received indicated the patients shock lead impedance had been going up for years and the physician had just been watching it to see if they need to perform lead revision at battery depletion. The physician decided to do a commanded shock to get a true impedance value while the battery still had one year left to ensure everything would work fine. The impedance was still too high for this physician liking on an old dual coil lead so this lead was surgically abandoned and dropped a new df4 and can. The patient ended up having very weird calcification in the pocket, so the physician was ultimately very happy to opt for a new lead because there was probably calcification throughout the coils. No additional patient adverse effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and section h6 impact codes. This report contains additional information in section b5describe event or problem, section h1 type of reportable event and section h6 impact codes.

Event description:
It was reported that the shock impedance had been steadily increasing and reached 140 ohms. Technical services recommended performing a commanded shock to evaluate system integrity. At this time, this right ventricular lead remains in service and no adverse patient effects were reported. Additional information received indicated that this lead was surgically abandoned and a new lead was successfully implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
This report contains additional information in section b5describe event or problem, section h1 type of reportable event and section h6 impact codes.